Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was being monitored via external telemetry. The health care professional (hcp) heard an asystole alarm via external telemetry, but was unable to confirm via telemetry strips. It was noted that this ICD was previously interrogated 4-5 months ago using a programmer with a compromised battery, which had reset the clock to january 1, 2010. As a result, some of the stored events had incorrect date stamps from 2010, and the hcp was having difficulty identifying the most recent episodes. Upon review, a recent pacemaker mediated tachycardia (pmt) episode was identified with possible retrograde. Additionally, there was atrial undersensing with atrial pacing delivered when not required. The atrial pacing covered up intrinsic ventricular events, resulting in ventricular pacing when not required. Subsequently, the ICD was interrogated with a different programmer, which corrected the device clock. Technical services (ts) discussed troubleshooting options and programming considerations. The cause of the low heart rates was not known, as the patient's rhythm was mostly intrinsic. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.